Event description:
It was reported that a patient underwent segment resection of lung on (B)(6) 2013 and suture was used. The suture used to fix the fifth and the sixth intercostal space. The surgeon made holes at upper ribs and lower ribs and sutured totally four places. The surgery was completed successfully. On (B)(6) 2013, the patient came to the hospital with the fifth and sixth intercostals spaces opening. On (B)(6) 2013 the patient underwent a re-operation and it was found that the sutures were broken. The re-operation was completed successfully. The patient is now recovering.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch ek5083 mfg date: 09/01/2012, exp date: 07/31/2017. Batch em6618 mfg date: 11/01/2012, exp date: 07/31/2017.

Manufacturer narrative:
In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.